Event description:
The physician inserted the angiosculpt device without the introducer sheath in place and noted difficulty tracking the angiosculpt device up and over to access the lesion. The physician removed the angiosculpt device from the patient where he noted the scoring element was mangled. The physician noted that the angiosculpt balloon was fine upon insertion.

Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual examination confirmed the scoring element strut broke at the damaged distal ring. The distal bond is damaged and the molded tip is necked.